Manufacturer narrative:
Investigation is on-going should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a 48mm plasma cup. According to the complaint description, the revision surgery was planned for (B)(6) 2024. The poly-liner would be removed and replaced, and the cup would remain. There is "wear and tear" and osteolysis around the bone. The adverse event is filed under aesculap ag reference (B)(4).

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.